Event description:
Received an alarm from controller with blank screen. Controller changed. Primary lead extension was also changed. Pump alarmed again with message of pump starting. Controller changed again. Alarm message with new controller says back up controller active. Coordinator changed out extracorpeal and then pump was not pumping per auscultation with stethoscope, and patient arrested.